Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer returned pump for an alleged no communication to sensor, cracked battery compartment. After battery installation, the unit powered up with blank flashing white display. Unable to perform the displacement, sleep current measurement, active current measurement and self tests or verify no communication to sensor due to blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the electronics during visual inspection. Swapping out test boards confirms blank display is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked case (battery tube), label damage. Unable to confirm no communication to sensor due to blank flashing white display, unit received blank display due to moisture damage on pcba2. Pump cracked case (battery tube) confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by the medtronic indicated a communication issue between the insulin pump and the transmitter. The insulin pump had crack at the battery side. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device.